Manufacturer narrative:
Product event summary: the actual lead was not returned; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was over-sensing due to non-physiologic signals present on the sensing integrity counter. There were fifty lifetime ventricular sensing integrity encounters which were recorded beginning (B)(6) 2014, and there was one lead failure predicted event of less than two hundred twenty milliseconds in the v to v cycle which was recorded on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead noted a stored episode of noise and short interval counts (sic). The oversensing of noise was unable to be duplicated. There was no plan of action at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6725 adaptor, implanted: (B)(6) 2014; 5071-53 lead, implanted: (B)(6) 2008. (B)(4).